Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event history log could not verify the event, as the logs had been erased at download due to a digital pcb issue. Since the reported issue was for a high drain alarm a manual volumetric accuracy test and manual temperature test was completed successfully. Sample analysis did not duplicate the event. The device received a returned instrument testing evaluation (rite), which included functional and electrical testing on the device. External/internal inspection was performed and passed. A review of the service history revealed that previous servicing of the device was not related to the reported event. Upon conclusion of the investigation, the cause of the high drain alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.